Manufacturer narrative:
Zimvie complaint number: (B)(4). D4: unique identifier (UDI) number: not available.

Event description:
It was reported that the implant, at tooth site #46, failed and was removed due to an occlusal trauma. The patient experienced tooth loss, and the implant was subjected to excessive masticatory loading. Patient will return to place a new implant.